Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. When using the stat application of the assay, the sample resulted in troponin t values of 104 ng/l and 11 ng/l. When using the standard application of the assay, the sample resulted in troponin t values of < 13 ng/l and < 13 ng/l.

Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch field b3 date of event has been updated.